Event description:
Customer reported that the insulin pump alarmed failed selftest twice in the same week. Customer stated, the alarm did not occur during the rewind/prime sequence and a temporary basal was not programmed before the alarm occurred. Customer was instructed to program a normal bolus into the air; bolus amount was recorded in the bolus history. Self test was performed and it failed. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed during pump self-test due to faulty component on remote frequency board. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.